Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) and family member via a manufacturer representative (rep), regarding a patient receiving morphine (50 mg/ml, 4 mg/day) via an implantable pump for non-malignant pain. It was reported the patient was admitted to the emergency room and then the intensive care unit because they were unresponsive. Information stated that "they did not know why and wanted the pump off to rule that out". The patient's family reported that the patient started having problem such as, nausea and headaches right after the pump was implanted. No further details were reported.